Event description:
The user facility in the EU reported a 60-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Due to cross clamp with the clamp, a small lesion occurred. This was a use error, as the wrong clamp was used for clamping aorta during surgical procedure. A minor surgical intervention (sutures) resolved the issue.

Manufacturer narrative:
Based on the clinical account, the root cause of the patient injury was due to a use issue, as the md used a hard clamp on the aorta causing a lesion. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Instructions for use for the related event are as follows: ¿be careful not to pull on the impella catheter when transferring a patient from one bed to another.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ this report is being filed as part of a retrospective review of historical records.